Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The dealer states one or more of the right rear wheel spokes are broken.